Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx fully covered stent was attempted to be implanted within the biliary duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the biliary duct. During the procedure, the user was unable to retract the outer sheath in order to deploy the stent. Therefore, the stent was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure. Based on the evaluation findings, which indicate that the stent was returned partially deployed, this is now a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was partially deployed by approximately 5mm. It was noted that the inner lumen was exiting at the guidewire exit port and was kinked. During a functional analysis, when an attempt was made to retract the distal handle, a restriction was met and the stent could not be deployed. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen and stent were withdrawn from the outer sheath. The inner lumen was slightly kinked at several locations where the stent had been mounted and was also kinked where it had folded back on itself. No issues were noted with the profile of the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.